Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d4 (expiration date), g3, g6, h2, h4, h6. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld), diabetes mellitus (dm) and chronic kidney disease (ckd). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported and learned through medical records that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to restricted leaflets motion and pvl. The patient presented with acute on chronic diastolic chf. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient expired post tavr procedure on pod #31.

Manufacturer narrative:
H10: additional narratives there may be several failure modes that require an exchange of arterial or venous cannulae after the initiation of bypass. This will require a temporary interruption of cpb. Since the patient blood flow is dependent on cpb during this portion of the procedure the risk of injury is not remote. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that it was unable to remove venous blood during use of this single stage venous drainage cannula. After cannulation into inferior vena cava, this cannula was connected to the bypass. Shortly after that, the customer noticed that the blood could not remove intended flow volume. Although the customer attempted to adjust the position of the cannula, the problem was not resolved. So, the cannula was removed and exchanged with a non-edwards cannula prior to the initiation of bypass. There were no patient complications reported. The patient status was reported as recovering. The cannula was returned for evaluation. Per the customer, the causal relationship between the event and the cannula was unknown. The customer also commented that there was no visual abnormality observed in the cannula, and there was no problem with the connection found between the device and the tube of the bypass. The device was stored horizontally on the shelf in the storage room at the hospital.